Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain weight and date of birth information.

Event description:
It was reported the patient lost therapy due to not charging ipg. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.